Event description:
Device issue: suture break. Time of device issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral vessel after an unspecified procedure. Reportedly, when the needle plunger was removed, the suture broke. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.